Event description:
It was reported that during trans-telephonic monitoring (ttm) the device showed magnet rate, but only one pacing spike. The device was unable to be interrogated because of use of incorrect programmer for device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.